Event description:
In early 2009, the patient reported she changed her insulin infusion set this morning at 12 am after she pulled her headset out, while she was sleeping. She stated she then tried to deliver a bolus of insulin and her infusion device gave an e4 (occlusion). The patient was instructed to disconnect from her headset and prime which she did without error. She was advised to change her headset and, when she did, she discovered the headset was bent. She stated she felt lightheaded and her blood glucose measured over 300 mg/dl. The patient inserted a new headset and bolused one unit to fill the cannula. On follow up with the patient, she stated her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.